Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Alleges when driving in reverse and turning, the scooter abruptly speeds up and spins around uncontrollably. Claims end user was thrown off the scooter several times. Claims end user ran into a closet door and bedroom door as a result of scooter.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges when driving in reverse and turning, the scooter abruptly speeds up and spins around uncontrollably. Claims end user was thrown off the scooter several times. Claims end user ran into a closet door and bedroom door as a result of scooter.